Event description:
Faulty stapler / misfire - no harm: during the surgical procedure, the ethicon echelon flex 35mm powered vascular stapler was attempted to fire and the product malfunctioned. The load never fired when deployed. Provider never saw the load make the cut and the fa heard a sound but never saw the load cut as well. Once the product was safely removed from the patient, we made sure the load was the correct size and loaded correctly. We opened a new powered vascular stapler and tested a load and it was successful. FDA safety report ID # (B)(4).